Event description:
It was reported that two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used during a procedure to treat a lesion in the coronary artery. The physician was unable to cross a heavily calcified lesion with a 2.5mm shockwave c2+ coronary ivl balloon (MDR# 3015053858-2026-00048) despite multiple pre-dilatation attempts with 2.5mm and 3.0mm non-complaint (nc) and regular balloons. The device had been prepped successfully, but the catheter shaft kinked during advancement with forward pressure even though no resistance was felt. The kink was located very close to the catheter hub. There was no detachment nor device separation inside the patient. Subsequently, a 3.0 mm shockwave c2+ coronary ivl balloon was used and this device also could not cross the same lesion via radial access. No resistance was encountered while tracking the catheter over the guidewire or through the sheath. A balloon positioned within the lesion also could not cross the lesion. It was reported that a dissection occurred when a wiggle wire perforated the artery wall at the distal end - an event the physician attributes to the wire and not to the shockwave ivl device since the device was not in the patient's body at the time and no pulses were delivered. The physician did not specify the grade or length of the arterial dissection and perforation. It was reported that several balloons were used for pre-dilatation, but not at the site of the dissection. No post-dilatation was performed at the dissection site and the dissection was not definitively treated on-site - the patient was transferred to another facility with no further intervention documented. The patient's anatomy was described as tortuous and heavily calcified, which contributed to the procedural difficulty. Patient status prior to transfer was unknown.

Manufacturer narrative:
The device referenced in this report is not expected to be returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The reported catheter kink and difficulty to cross lesion could not be confirmed based on the information available. Per swm safety review, the coronary dissection occurred during guidewire manipulation. The ivl device was not activated, and there was no evidence of device-related injury. The event was assessed as procedure-related and not device-related. Per the reported information, the device kinked during advancement into a lesion characterized by heavy calcification under forward pressure. Per the instructions for use (IFU), this is considered off-label use. The IFU states, "do not use excessive force or torque on the catheter as this could result in damage to the device components and result in patient injury". The patient's anatomy was described as tortuous and heavily calcified, which contributed to the procedural difficulty. The cause of the catheter kink, difficulty to cross lesion, dissection, and perforation could not be definitively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.